Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced sound feedback from 7 electrodes. The device was explanted (B)(6) 2019. It is unknown if the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device was explanted due to poor device performance since activation. The device passed all electrical tests confirming correct device function.